Event description:
The territory manager (tm) of a male, patient, contacted lifecor customer support to report that the patient reports that one battery pack caused the screen to go blank and the response buttons to light up. The tm said that the screen would go blank and then the system would start its boot up process as if the battery pack connection is coming loose. Support had the tm replace the patient's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.